Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room because insulin pump kept loading. Customer states they went low and went to hospital. Blood glucose reading was 190 mg/dl. The customer was treated with food and glucose tablet for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was alleging pump was over delivering because the insulin pump kept loading after they took there finger off the button and customer stated they was connected the entire time. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf frn-set.